Event description:
It was reported that the pressure rated ext set, IV connector tube had holes in the packaging on 6 occasions. The following information was provided by the initial reporter: material no: mz5303 batch(lot) no: 19025631 it was reported there were holes in the packaging.

Manufacturer narrative:
Eight photos and four samples of the model mz5303 extension sets were submitted by the customer for quality evaluation. The customer complaint of sterility of new lots may be compromised because packaging is inflated and the glue isn't holding on some sections if there is any pressure was verified by visual inspection. A device history record review for model mz5303 lot number 19025631 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07feb2019. There is one quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause could not be determined because the packaging malfunction could not be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Bd/carefusion tijuana manufacturing has been informed of this packaging issue. A tj failure investigation memo (dir # 10000377492) has been initiated. See h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set, IV connector tube had holes in the packaging on 6 occasions. The following information was provided by the initial reporter: material no: mz5303. Batch(lot) no: 19025631. It was reported there were holes in the packaging.